Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's wife reported that the customer received emergency medical assistance due to high blood glucose and diabetic ketoacidosis on (B)(6) 2017 with blood glucose of 1100 mg/dl at the time of the incident. The customer was given insulin drip to treat. The caller did not mention any symptoms the customer had. The customer was wearing the insulin pump during the incident. The customer used third party sensors. Troubleshooting was not completed as this was a past event. The caller reported the customer passed away on (B)(6) 2019 due to multiple organ failure, pneumonia, and congestive heart failure. The customer was not wearing the insulin pump at the time of passing. The insulin pump will not be returned for analysis.